Manufacturer narrative:
Pending investigation. Concomitant medical products: 320-31-36 - glenosphere, 36mm 6934513; 320-36-00 - 36mm humeral liner +0 unconstrained 6960268; 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2021. The patient presented with a coracoid fracture and the fracture was repaired. This event report was received through clinical data collection activities.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of coracoid fracture during surgery cannot be conclusively determined; however, it is most likely related to the surgical procedure.